Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had helium leaked from quick connection to cart. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, e1(initial reporter), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the o-ring was ripped and replaced the defective part. The unit passed all functional and safety tests as per factory specifications.